Event description:
During orif tibial plateau, the surgeon was drilling to insert a cortical screw. The drill bit hit another screw already in place. The drill bit broke; a fragment (about 1 cm long) remains implanted in the bone canal. Surgeon was unable to retrieve the fragment, and finished the procedure.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned. A review of the device history record there were no complaint-related anomalies.